Event description:
It was reported that the device alarmed for "channel disconnection" during site visit. When the manufacturer representatives arrived to assess the channel disconnect, the clinicians were able to get the infusion running again. It was noted the nurse went to move IV pole by grabbing onto the outer lvp, the pump again alarmed for channel disconnection a second time. Channel a and channel b stopped infusing. Channel a ¿ dexmedetomidine 21.5ml/hr. Channel b ¿ levo at 3.6ml/hr., channel c ¿ pca pump, channel d ¿ kvo (piptazo). The units were swapped out with new ones. The pumps were re-programmed by the nurse, while the second nurse held the IV containers at eye level so she could read them while re-programming. This was observed by bd representatives during site visit. There was patient involvement but no harm. Although requested, no additional information was provided but the customer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.